Event description:
It was reported that the patient underwent a revision surgery due to product pain, fretting, and corrosion. Femur left insitu.

Manufacturer narrative:
Additional information: the associated complaint device was not returned for evaluation. Examination of the provided diagnostic imaging confirms the reported osteolytic changes around under the tibia plate and medially around the ¿fin.¿ the femoral component which was not revised does appear posteriorly rotated but would not be a contributing factor. Although metallosis was reported, neither clinical supporting documentation nor product was provided to perform a complete medical analysis of the reported event. The degenerative changes under the tibia plate contributed to this revision but future impact on the revised components cannot be determined. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. The lab analysis concluded that the baseplate stem and fixation peg taper indicated some fretting corrosion occurred. Damage on the baseplate and peg appeared to occur during removal indicating they had fixation in vivo. Organic debris or material consistent with ha coating was found in the peg taper and on the surface of the tibia insert. Metallic debris was also found on the insert, which was consistent with the baseplate material or an instrument. The peg was sectioned prior to analysis and could not be ruled out as a source of metallic debris. The posterior of the insert lock was in good condition. Damage near the anterior lock appeared to have been caused by removal, indicated it had been locked in the baseplate. Burnishing near the locks appeared typical. The medical investigation concluded that a review of the medical history and independent explant analysis was performed. The excessive weight, reported fall, and significant length of time elapsed after a noted change in radiolucency in the medial aspect of the tibial component could not be ruled out as contributing factors to the cited wear, micromotion, loosening, femoral component mal-positioning, and trunnion fretting with corrosion which resulted in ¿metallosis¿. The patient impact beyond the reported pain, revision surgery and reported recurrent post-op disabling lymphedema could not be concluded. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could include device mal-positioning or a traumatic injury. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to pain and bone loss.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
Please review attached for investigation results.